Manufacturer narrative:
(B)(6). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID 2134265-2012-03233, MDR ID 2134265-2012-03235. It was reported that after a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the patient experienced a myocardial infarction. The target lesion #1 was bifurcated and located in the proximal left circumflex artery(lcx) extending towards 1st obtuse marginal branch with 90% stenosis and was 42 mm long with a reference vessel diameter of 2.8 mm. The lesion was treated with pre-dilatation and placement of 2.5 mm x 32 mm, 3.00 mm x 16 mm, and 3.00 mm x 8 mm taxus element stents in an overlapping fashion. Final kissing balloon dilatation was performed with 0% residual stenosis. Additionally a non-target lesion located in the mid right coronary artery (rca) was treated with a non-bsc 3.5 mm x 23 mm bare metal stent. Post index procedure prior to discharge, the subject had elevated cardiac enzymes and a myocardial infarction was reported. There was an occlusion of a small branch distally of the marginal branch that was responsible for the elevated troponin. There was no electrocardiogram performed in (B)(4) 2011 and the subject did not experience ischemic symptoms. No other action was taken to treat this event. The subject was discharged on aspirin and clopidogrel.